Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had low blood glucose of 30 mg/dl and 40 mg/dl and went into threshold suspend. It was not certain of reason for low blood glucose. It was reported that sensor bent twice upon insertion and another was stuck in serter. Customer declined transfer to helpline due to being at work.